Event description:
Halyard laparoscopic introducer kit for gastrostomy feeding tube did not contain a gastrostomy tube. It contained a silver tube, which was similar in appearance to the gastrostomy tube (but a smaller diameter) and was thought to be the gastrostomy tube, and was surgically placed as such until it was replaced a few days later after identified as sizer.